Manufacturer narrative:
Patient ended up with infection and decided to have device explanted. Explanted devices were disposed of.

Event description:
Patient (B)(6), had her system implanted on (B)(6) 2025. Patient's symptoms have improved since implant. Patient fell 3 weeks after implant, and the area around the incision site started to look inflamed and potentially infected. Because of the concern for the patient, I connected dr. (B)(6) with dr. (B)(6) and his app (B)(6). Dr. (B)(6) is using aquacel and has scheduled the patient to come back in to be seen once a week to check the incision site.